Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip came out but it did not form upon firing. This occurred on the initial firing. They pulled a second device of the same lot number and it did not form the clips either. A third device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/28/2009. Evaluation summary: (devices a, b, c, d, e, f, g) no conclusion could be reached based on the analysis results as to what may have caused the reported incident. Seven er320 instruments were returned inside their sterile packages. The instruments were cycled, fed and formed the remaining clips within manufacturing requirements when tested. No malformed clips were noted during testing. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. (Devices h and I) two additional er320 devices were confirmed that the jaws had become yielded causing the clips to be ejected and making the instruments non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips". We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.